Event description:
It was reported that, "the patient came to the surgeon's office complaining of anterior tibial pain and her knee was locking up. She had fallen previous to this. An x-ray revealed that the tibial locking screw was out of the baseplate. It was also noted that the screw had a shaved off end, the fragment of screw was still in the baseplate and could not be retrieved. The decision was made to implant a new insert. All implants were well fixed."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.